Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the spo2 measurement is not stable. The spo2 value was reading 93-94 on a patient, president of the facility, and distributor sales representative. Additional information received indicated that the expected spo2 reading is between 98-100.